Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing episodes were noted via merlin.net. The patient was not reported to be symptomatic. The device was oversensing a low amplitude signal ahead of r waves. Myopotential testing and programming changes were suggested. Device remains implanted.

Event description:
New information notes that no adjustments were made on the patient and patient will continue to be monitored. The patient is doing fine and stable.